Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the power supply was replaced. (B)(4).

Event description:
It was reported that the programmer does not work after start-up. The programmer was returned to the manufacturer for servicing. There was no patient involvement.